Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via a manufacturing representative that the patient developed possible c diff and was hospitalized. Per the doctor, it was unknown what led to the event. The patient was still on stage 1 and was in good health the week prior at post-op checkup. The patient began noticing c diff symptoms approximately (B)(6). A CT scan was done to confirm placement of the lead was not in the rectum. The patient was put on antibiotics. It was unknown if surgical intervention was planned but at this time the device remained implanted and in service.